Manufacturer narrative:
Bd had not received samples, but 8 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for hemolysis was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, hemolysis, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for hemolysis based on the photos provided. Clinical testing on retention samples did not show the reported defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with 3 lots of bd vacutainer® sst¿ ii advance plus blood collection tubes an unspecified number of samples had hemolysis. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the ward recently found that many patients had hemolysis, and all of them were yellow vacuum blood collection tubes.

Event description:
It was reported that during use with 3 lots of bd vacutainer® sst¿ ii advance plus blood collection tubes an unspecified number of samples had hemolysis. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the ward recently found that many patients had hemolysis, and all of them were yellow vacuum blood collection tubes.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot#: 2056084, medical device expiration date: 31-aug-2023, device manufacture date: 25-feb-2022, medical device lot#: 2067338, medical device expiration date: 30-sep-2023, device manufacture date: 08-mar-2022, medical device lot#: 2090615, medical device expiration date: 30-sep-2023, device manufacture date: 31mar-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.